Manufacturer narrative:
A ge rep evaluated the system and repaired the lemo receptacle. System operates as intended.

Event description:
Customer reported broken images on the monitor. No patient injury was reported.